Event description:
It was reported that the patient was seen with high impedance and low output current and was referred to a surgeon. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision due to high impedance. The suspect device has not been received by manufacturer to date. No additional relevant information has been received to date.